Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported at check in true to periodontal and discomfort. Spoke with patient who stated they had periodontal disease at the start of treatment but gf, who works in the dental field, noticed aligners were causing recession and inflammation and told him to stop wearing the aligners. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.